Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Regulatory agency reported patient experienced pain, swelling, "collection of fluid peri capsule," and "many other issues" on an unknown side. The device remains implanted.